Event description:
A customer reported an issue related to the settings adjustment of their device, which resulted in a blood glucose level of 48 mg/dl. The customer addressed the low blood glucose by consuming glucose tablets and did not require third-party assistance. Technical support assisted the customer in updating the carb ratio setting and advised consulting with a healthcare professional whenever settings are changed.